Event description:
The user is suffering from a recurrent superinfection at the implant site, which has exposed the receptor body. In (B)(6) 2025 the internal device extruded through the skin. The user received antibiotics and revision surgery involving sutures.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.